Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan to report the one touch ultralink meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012, at 5:15 pm, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient reported that 18 hours before this meter issue occurred, she experienced the symptoms of sleepiness and being tired. The patient administered self-treatment by taking a bolus dose of 5.2 units insulin via the pump. Troubleshooting revealed the test strips were correct and the battery did not need to be replaced. The issue was not resolved. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue and were not indicative of severe injury. However, as the meter power issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.